Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during follow-up a pocket erosion was observed. The implantable cardioverter defibrillator was explanted and replaced. The patient's condition was good.